Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a nephro ureteral stent placement in mid august, the attending physician did not remove the plastic stiffener when the procedure was over after making the loop. The patient returned to the hospital approximately one and a half months later due to an infection. The stent was removed and another was placed, the reporter is unsure if it was a cook device. The patient required antibiotics and hospitalization.

Manufacturer narrative:
Age/date of birth) information not provided. Date of event) information not provided. Brand name) requested but not provided. Common device name) requested but not provided. Lot number not provided. Catalog # not provided. Expiration date unknown as lot is unknown. UDI # unknown as lot is unknown. Is this a single use device that was reprocessed and reused on a pt?) Information not provided. Initial reporter) requested but not provided. Phone #) requested but not provided. Awareness date) requested but not provided. Approx. Age of device) requested but not provided. (B)(4). Device manufacture date) unknown as no lot # was provided. Investigation: a review of complaint history, drawings, instructions for use (IFU), manufacturing instructions (mi) and quality control (qc) was conducted during the investigation. The complaint device was not returned for investigation. The exact rpn for the device was not reported; however, cook markets nephroureterectomy stents and sets under either the ult-/-nucl rpn family or ult-/-pig-cope-b family. In searching the production bills of material for the device families, the ult/pig-cope-b family includes a metal disposable stiffening cannula on the bill of material. Based on the physician's comment regarding his desire for a metal stiffening cannula, it is reasonable to conclude that the complaint device was from the ult-/-nucl device family. A search for specific complaints and nonconformances cannot be conducted for the specific production lot as it is not reported. However, in a search of all complaints for the device family, this was the only complaint referencing reaction to the stiffener left in the patient. Qc includes 100% verification that the flexible stiffener will pass freely through the catheter proximal fittings, lumen and that it opens the proximal curve. The catheter and stiffener are to remain a matched set following qc inspection. The stiffener is 100% inspected to confirm type and size of tubing, correct proximal fitting, correct label, correct length, clean and smooth surface, correct distal end and open lumen of the stiffener. An IFU is provided that gives device description and intended use as well as appropriate warnings, precautions and instructions for placement and use of the catheter devices. In the placement instructions, the following steps are given. "Using standard percutaneous access technique, establish wire guide position well into the bladder. Over the wire guide introduce the stent/stiffening cannula into the kidney collecting system. After establishing proper proximal and distal position, push the stent off the stiffening cannula over the wire making sure the distal pigtail forms within the bladder. Verify final position of the stent via fluoroscopy, then carefully withdraw the wire guide. Note: contrast medium in the collecting system can be diluted by injection of saline solution. Form the proximal pigtail loop in the kidney using appropriate technique for the locking mechanism type described below, then fix the catheter at the skin surface and apply dressings." It is reasonable to suggest that the root cause of this event was that contrary to the IFU instruction, the flexible stiffener was left in the catheter. The cause of the infection reported is not clear, however, appropriate biocompatibility testing of the device has been conducted. It is possible that the infection may have resulted from inadequate drainage as a result of the stiffener occluding the inside of the catheter when it was in place. We have notified the appropriate internal personnel and will continue to monitor for similar events. Per the risk specification, additional risk reduction is not required at this time.

Event description:
During a nephro ureteral stent placement in mid (B)(6), the attending physician did not remove the plastic stiffener when the procedure was over after making the loop. The patient returned to the hospital approximately one and a half months later due to an infection. The stent was removed and another was placed, the reporter is unsure if it was a cook device. The patient required antibiotics and hospitalization.